Event description:
I had a problem with my right eye consisting of pain, light sensitivity, and blurred vision that would not go away on its own. My regular optometrist had difficulty diagnosing what he saw on my cornea, and referred me to an ophthalmologist who also had difficulty identifying the white streak -scar- on my cornea. I took prescription eye drops for over a month, though I noticed no immediate changes. When I went back to the ophthalmologist for my follow-up, the dr was somewhat surprised to see that my eye had basically healed itself entirely.